Manufacturer narrative:
Concomitant products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3887-33, lot# j0104155v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension.

Event description:
The patient and a healthcare provider reported that the patient had a device revision on (B)(6) 2006. The revision was performed to change the wire and site of the implantable neurostimulator (ins) battery. On the tuesday prior to (B)(6) 2006 the doctor wanted to look at the wound and put the patient on antibiotics. By thursday the patient was not able to stand and was sent to the emergency room. The patient was treated with antibiotics until the following monday. It was noted that the physician who revised the implant stated that the patient did not have an infection. The patient was also getting right sided stimulation in their belly. Additional information received from the patient on (B)(6) 2016 noted that there was evidence of infection associated with this event. The date of onset of the infection was unknown. The patient was implanted for spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.